Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead was determined to have became dislodged at an unknown date without adverse patient effect or impact on critical therapy. The dislodgement was observed during normal device changeout and subsequently reported.

Manufacturer narrative:
To date, information suggests that this lead was surgically abandoned and will not be returned for analysis purposes. If new information becomes available, this report will be further evaluated and updated.